Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the foreign matter is derived from body fluids/ adhered substances of the chemicals used because the reprocess after the previous case was inappropriate. However, a definitive root cause could not be determined. The following information is stated in the instructions for use which may have prevented the event:-perform precleaning immediately after procedure. Otherwise, the tissue may adhere to the device which may be unable to be removed by reprocessing.-remove clogging by feeding water into a/w channel at precleaning.-perform cleaning external surface of scope with clean gauze, brush, and sponge, with care not to leave foreign material in nozzle opening.-method of feeding/rinsing detergent into a/w channel.-soak scope in detergent before manual cleaning, when the device is too dirty or cleaning immediately after procedure is not performed.the reported issue (reduced angulation) was confirmed and found to be caused due to wear of the angulation wire. The reported issue (play in angulation knobs) was not confirmed. In addition, service found the light guide lens was scratched, the adhesive on the bending section cover was detached, the bending section cover was discolored, the connecting tube was scratched, the grip was scratched, the scope connector cover was scratched, the suction cylinder was shaved, the switch button #1 was scratched, the right/left angulation knob was dirty, the water removal ability was out of specification due to clogged nozzle, and the suction volume was out of specification due to shaved suction cylinder. The universal cord was dirty, scratched, and dented. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was exhibiting reduced angulation and there was play in the angulation knobs. There was no patient/user harm or injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, foreign material was observed in the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material in air/water nozzle). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Event description:
Additional information was received from the user facility regarding the reported event (reduced angulation and play in the angulation knobs): the reported event was observed while reprocessing the subject device.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue. Updated fields: b3, b5, e1, e2, e3, and g2.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.